Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the nitinol guidewire and the stent into the renal pelvis, during the process of pulling out the guidewire, it was found that the front end of the guidewire was severely knotted and could not be withdrawn. The solution was to first withdraw the stent, then operate back and forth under the mirror, straighten the guidewire and then insert the catheter. The whole process lasted a relatively long time. Surgery takes 30 percentage longer than it should, adding to the workload of the operator and anesthesiologist.

Event description:
It was reported that after inserting the nitinol guidewire and the stent into the renal pelvis, during the process of pulling out the guidewire, it was found that the front end of the guidewire was severely knotted and could not be withdrawn. The solution was to first withdraw the stent, then operate back and forth under the mirror, straighten the guidewire and then insert the catheter. The whole process lasted a relatively long time. Surgery takes 30 percentage longer than it should, adding to the workload of the operator and anesthesiologist.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.